Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging that there were multiple loss of prime warnings with different cartridges. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: device evaluation: the device has been returned and evaluated by product analysis on 05/20/2015 with the following findings: there was a loss of prime warning observed in the black box due to an occlusion with high force. A 24 hour duration test was successfully completed with no loss of prime warnings being duplicated. The force sensor calibration was within specifications. The force sensor pins were seated and the solder connections were intact. There was no evidence of cracked force sensor traces. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.